Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was no insulin seen exiting the tubing during fill tubing. Contact stated that the tubing was changed and insulin was still not seen exiting the tubing. Tubing was then disconnected at the luer lock and reconnected. Contact stated that tubing was reconnected and filled with 24 units of insulin, and insulin was then seen exiting the tubing. Customer had elevated blood glucose levels (424 mg/dl). Customer was able to successfully deliver a bolus to stabilize blood glucose levels. In addition, it was reported that the touchscreen became cracked. Reportedly, the pump is still functional. Contact indicated that the customer will continued to use the pump, and has back up manual injections for continued insulin therapy.

Manufacturer narrative:
Fill tubing issue- no failure identified.